Manufacturer narrative:
Device evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation in good condition. Visual inspection found a crack in the return tube which had leaked water. The leak damaged multiple internal components. The customer reported product problem (internal leak) was confirmed. The crack in the return tube was attributed to a design issue. The return tube and pcb were replaced as a result. The device then passed the functional tests.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that level 1 trauma fast flow systems (h-1200) was leaking internally. No patient injury or complications were reported in relation to this event.